Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to confirm heat of any level. The handpiece passed all service and repair testing. Root cause - the root cause was confirmed as no fault found; the device was found to meet specification. It is possible that the overheating occurred due to blocked or poor irrigation as a result of incorrect irrigation setup. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that excessive heat on the cusa clarity 36khz handpiece (c7036) was denoted during use. No patient injury or surgical delay has been reported.